Event description:
It was reported that a malfunction occurred with the device. The customer's blood glucose level was recorded at 15 mmol/dl. The customer successfully reset the pump, and the malfunction did not recur, allowing the continued use of the pump. There was no adverse impact to the customer¿s blood glucose level.